Event description:
Info received indicates the head section will not lower due to a seized right gas cylinder.

Manufacturer narrative:
The technician replaced the head right gas cylinder to repair the stretcher.